Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use. The home patient (hp) was connected at the time of the alarm and had not disconnected prior to the alarm. The patient line had been properly primed and no patient extensions were in use. The bags were properly connected and there were no open clamps on any unused lines. There was nothing unusual noted about the supplies. A baxter technical service representative (tsr) assisted the hp to cycle the power to the hc and a se 2367 occurred (fail safe shut down). The tsr assisted the hp to cycle the power to "press go to start" and had the hp disconnect and remove the cassette. The alarms were cleared and the tsr advised the hp to contact their pd nurse (pdn) to let pdn know about the issue. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up report will be submitted.